Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-jan-2020 with the following findings: the complaint of a cs 064 call service alarm issue was unable to be adequately investigated. The pump powered on with a blank screen. The pump¿s cover was removed and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked. Evaluation revealed that the eeprom component had failed. A failure with the read-only memory can be the cause of the blank display. The black box was not able to be downloaded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.